Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was holding a charge for a reduced period of time. The patient reported that the ¿ins battery used to last two weeks¿ and that it ¿only lasted about a week¿ at the time of report. The patient additionally reported that he experienced a ¿warm sensation in or around the ins pocket during recharging.¿ the patient stated that the sensation ¿burned his back¿ and also that it ¿didn¿t happen all the time.¿ it was noted that it would happen while he was ¿lying down on the antenna¿ and that it usually occurred after he had ¿been charging for a while.¿ the patient further reported that if he had his ins on a ¿high setting¿ that he would ¿sometimes get the burning sensation when he recharged.¿

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).